Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel c failure code 810:03 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective pump head module on channel c. The pump head module on channel c was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Event description:
The facility reported a colleague infusion pump with the reported condition of failure code 810:03 on channel c. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.